Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 289 mg/dl. Reportedly, there was an air bubble in the luer lock. The user primed the tubing, saw insulin drops out of the tubing, and reported that the bubble did not move. The user resumed insulin delivery. Reportedly, the user changed the infusion set and addressed bg level with a bolus.